Event description:
It was reported that the guidewire broke during the insertion of the catheter. The pt was taken to the interventional suite to have the fragment extracted.

Manufacturer narrative:
An investigation has been initiated. Add'l info regarding the device, event, and pt has been requested and to date not yet received. When our investigation is complete a final report will be submitted.